Manufacturer narrative:
Sensor pack (B)(4) was returned and investigated. Performed visual inspection on returned sensor pack and no damage was observed. Observed sensor pack lid was not completely peeled off. Unable to perform further investigation due to no product returned; therefore, an extended investigation has been performed. There was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. All pertinent information available to abbott diabetes care has been submitted.

Event description:
On (B)(6) 2021, customer initially reported an unspecified insertion issue with the adc freestyle libre sensor and ordered a replacement product. On (B)(6) 2021, customer reported that due to a delivery issue with the replacement product, she was unable to monitor glucose, experienced loss of consciousness and subsequent bruising. The customer reported unspecified self-treatment and did not require third-party intervention. No further information was provided. There was no report of death or permanent injury associated with this event.